Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infections corneal ulcer." The device history records and sterility records have been reviewed and found to be in compliance.

Event description:
An ophthalmologist reported that a male pt developed a corneal abscess, right eye, associated with wear of night & day contact lenses purchased from an internet website. The ophthalmologist examined the pt on the morning of the report and had asked the pt to return for a follow-up appointment on the following day. Request has been made for additional info, however, no further info has been provided.